Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device review, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. There was no image present during testing due to a corroded metal connector pin inside the scope socket. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe that fluid invasion may have damaged the internal electrical components- causing the reported image failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis lucera elite xenon light source displayed no image. The issue occurred during reprocessing. There were no reports of patient harm.